Manufacturer narrative:
During the requested site visit, the field service representative (fsr) found the syringe leaking and the r1 reagent probe tubing kinked. The fsr replaced the parts, alnty cseries 1 ml syr (list number 09d41-03) and alnty c rgt pr tb (04s50-01), which resolved the issue. A review of the alinity ci processing module, serial number (B)(6) service history was performed, and no additional erratic results post the current complaint were identified. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the alnty cseries 1 ml syr and alnty c rgt pr tb. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual and alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement, and verification of part number alnty cseries 1 ml syr and probe tubing. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity ci processing module, serial number (B)(6), or the alnty cseries 1 ml syr.

Event description:
The customer observed falsely elevated results for multiple parameters generated from alinity c processing module for multiple patients. The results provided were: one patient: initial calcium= over 4.5 mmol/l /repeated on another analyzer within expected range (no actual results provided) on (B)(6) 2023 second patient: sid (B)(6) initial creatinine=267 umol/l /repeated on ac04702=99 umol/l. Aki (acute kidney injury) =2 /repeated on ac04702 =0. Laboratory reference range for creatinine=49 to 90 umol/l; aki normal range=0; critical range=2 and 3. The customer provided acute kidney injury (aki)score that is based on serum creatinine and urine output. There was no reported impact to patient management.